Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarms and no cosmetic damage on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 441 mg/dl. Customer's father advised the patient experienced no delivery alarms multiple times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.